Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: hard syringe plunger movement, difficulty in aspirating blood samples, plunger movement not smooth, hard to pull & push.

Event description:
It was reported while using bd plastipak¿ syringes the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: hard syringe plunger movement, difficulty in aspirating blood samples, plunger movement not smooth, hard to pull & push.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-apr-2022. H.6. Investigation: one 10ml luer-lock eurographics syringe (p/n 300912) batch 1239254 in sealed package was received and evaluated. The sample was tested per procedure for breakout and sustaining force and the results were acceptable per product specification. The reported defect was not identified in the samples received; therefore, corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.